Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain, feeling sensitive") in a 39 year-old female patient who had essure inserted (lot no. D01971) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure implanted in patient with only one and a half tubes" on (B)(6) 2015). As concurrent condition the report mentioned fallopian tube disorder (has one and a half tubes). On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods"), allergy to metals ("severe nickel allergy"), alopecia ("hair loss"), tooth loss ("all top teeth being lost"), swelling ("feeling swollen"), back disorder ("back issues") and fatigue ("tired all the time") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder and fatigue had not resolved. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder or fatigue. The reporter commented: grandmother reported that the issues in her granddaughter started shortly after essure insertion. She was having a severe nickel allergy that hcp was aware of, and did not want to remove the device. She was then told it would get worse until she had a hysterectomy. She was having only 1 and 1/2 fallopian tubes. They put the coils in both. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: consumer sent a "removal financial request". (B)(6) 2023: consumer's address was provided. Consent to contact her physician. (B)(6) 2023: essure lot number provided. (B)(6) 2023: quality safety evaluation of ptc (lot number not yet evaluated). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a family member and describes the occurrence of pelvic pain ("pain, feeling sensitive") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure implanted in patient with only one and a half tubes" on (B)(6) 2015). As concurrent condition the report mentioned fallopian tube disorder (has one and a half tubes). On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods"), allergy to metals ("severe nickel allergy"), alopecia ("hair loss"), tooth loss ("all top teeth being lost"), swelling ("feeling swollen"), back disorder ("back issues") and fatigue ("tired all the time") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder and fatigue had not resolved. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder or fatigue. The reporter commented: grandmother reported that the issues in her granddaughter started shortly after essure insertion. She was having a severe nickel allergy that hcp was aware of, and did not want to remove the device. She was then told it would get worse until she had a hysterectomy. She was having only 1 and 1/2 fallopian tubes. They put the coils in both. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a family member and describes the occurrence of pelvic pain ("pain, feeling sensitive") in a 39 year-old female patient who had essure inserted (lot no. D01971) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure implanted in patient with only one and a half tubes" on (B)(6) 2015). The patient had a medical history of partial salpingectomy and salpingostomy in 2014. As concurrent condition the report mentioned fallopian tube disorder (has one and a half tubes). On (B)(6) 2015, the patient had essure inserted. In 2015, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods"), allergy to metals ("severe nickel allergy"), alopecia ("hair loss"), tooth loss ("all top teeth being lost"), swelling ("feeling swollen"), back disorder ("back issues"), fatigue ("tired all the time") and genital haemorrhage ("irregular bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder and fatigue had not resolved. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder, fatigue or genital haemorrhage. The reporter commented: grandmother reported that the issues in her granddaughter started shortly after essure insertion. She was having a severe nickel allergy that hcp was aware of, and did not want to remove the device. She was then told it would get worse until she had a hysterectomy. She was having only 1 and 1/2 fallopian tubes. They put the coils in both. The patient underwent an office essure on (B)(6) 2015 without difficulty. It was discussed placing only in her left tube, but there was concern that she would have possible risk of right ectopic. She did have irregular bleeding and pelvic pain following her procedure, but was not significant. The reporter has not seen her since (B)(6) 2016. She is currently under the care of another gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: bilateral occlusion and coils present in her bilateral cornua. Batch no: d01971. Production date: 2014-08-23. Expiration date: 2017-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: additional non-serious event "irregular bleeding" was added. Essure start date, date implanted and onset date of event "essure implanted in patient with only one and a half tubes" corrected from (B)(6) 2015 to (B)(6) 2015, last name of reporter (consumer) and patient's initials corrected; medical history updated, lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain, feeling sensitive") in a 39 year-old female patient who had essure inserted (lot no. D01971) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure implanted in patient with only one and a half tubes" on (B)(6) 2015). As concurrent condition the report mentioned fallopian tube disorder (has one and a half tubes). On (B)(6) 2015, the patient had essure inserted. In 2015, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods"), allergy to metals ("severe nickel allergy"), alopecia ("hair loss"), tooth loss ("all top teeth being lost"), swelling ("feeling swollen"), back disorder ("back issues") and fatigue ("tired all the time") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder and fatigue had not resolved. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, allergy to metals, alopecia, tooth loss, weight increased, swelling, back disorder or fatigue. The reporter commented: grandmother reported that the issues in her granddaughter started shortly after essure insertion. She was having a severe nickel allergy that hcp was aware of, and did not want to remove the device. She was then told it would get worse until she had a hysterectomy. She was having only 1 and 1/2 fallopian tubes. They put the coils in both. Batch no: d01971. Production date: 2014-08-23. Expiration date: 2017-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.